Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps had broken cable at the wrist. Surgeon reported nothing unusual happened at time of use to warrant breakage. The procedure was completed with no reported injury.